Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving morphine 15 mg/ml at 3.497 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. A motor stall was seen at initial interrogation. The patient did not recently have a MRI. Logs reveal a motor stall occurred on (B)(6) 2016, followed by a stopped pump period may exceed tube set message on (B)(6) 2016. The patient was at home when this occurred. The patient went to the hospital on (B)(6) 2016 with symptoms of lethargy, confusion, not able to speak, return of pain and sepsis. The patient had not heard the pump. The event date was reported as (B)(6) 2016. It was reviewed to program pump to minimum rate. The patient was sent to their surgeon. The pump was planned to be explanted on (B)(6) 2016. There were no emi sources identified that may have caused the motor stall. Additional clarification was received from a company representative. It was reported that the patient first start experiencing sepsis sometime in (B)(6) 2016. The sepsis was not related to the motor stall and tube set message. The patient's healthcare professional handled the sepsis without the company representative knowing about it. The healthcare professional took care of the sepsis. The consumer reported that the sepsis resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2016-oct-14. A company representative reported that he did not cover the case and that he for warded the request to other representatives to cover the case. Follow-up with the other representatives who covered the case was completed. It was reported that the battery was sent back to the manufacturer on 2016-oct-11 using the used product return shipping box.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. No longer applies.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the pump was not replaced after the explant on (B)(6) 2016.

Manufacturer narrative:
Analysis of the pump on 2016-nov-22 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft bearing. The pump¿s log indicated the following: motor stall occurred on (B)(6) 2016 at 10:28 motor stall recovery on (B)(6) 2016 at 00:19 motor stall occurred on (B)(6) 2016 at 14:33 motor stall recovery on (B)(6) 2016 at 21:32 motor stall occurred on (B)(6) 2016 at 23:36 stopped pump period may exceed tube set on (B)(6) 2016 at 23:36. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.